Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified: crease fold, deformation, wear abrasion and weight within specifications. Cloudy gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV, and anxiety and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade IV, and anxiety and exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. Device remains implanted.